Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("very haemorrhagic menstrual periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia and fatigue. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), headache ("headaches / feeling like head is being squeezed in a vice"), sinus pain ("sinus pain"), neck pain ("neck pain"), rhinitis allergic ("allergic rhinitis"), thirst ("frequent thirst"), poor quality sleep ("bad sleep"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), libido decreased ("libido decrease") and anaemia ("anaemia"). At the time of the report, the menorrhagia, headache, sinus pain, neck pain, rhinitis allergic, thirst, poor quality sleep, vision blurred and libido decreased outcome was unknown and the fatigue and anaemia had not resolved. The reporter considered anaemia, fatigue, headache, libido decreased, menorrhagia, neck pain, poor quality sleep, rhinitis allergic, sinus pain, thirst and vision blurred to be related to essure. The reporter commented: batch number: not reported. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.